Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), correct fixation was achieved with at least two tines, and adequate electrical measurements were observed. The physician flushed the catheter and began tether removal, however there was a great deal of resistance. The system was flushed several times until the physician pulled hard enough that the tether broke. This was right before the halfway point of tether removal. The physician was then able to advance the catheter to the hub of the ipg, and use the blue tool to partially recapture it, and pull it into the catheter cup and then back into the sheath. The system was removed, and a new system implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The analysis indicated that the delivery system tether was knotted. There was a mechanical issue with the delivery system. The lumen of the delivery system was torn. The delivery system tether was broken/cut/pulled apart. The delivery system inner shaft was mechanically kinked/bent. Blood was observed in the lumen of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted a partial delivery system was returned with the device intact with a partial tether and the device not recaptured in the device cup, the tether pin was not returned, the delivery system deployment button is in the recapture position and the tether lock is in the locked position. There is a blue catheter installed in the tether tube. There is a knot in the tether, the knot is not affixed the recapture feature of the device. Articulation and deployment tests could not be performed due to only a partial delivery system returned. The tether was cut. If information is provided in the future, a supplemental report will be issued.